Manufacturer narrative:
(B)(4). Date sent: 10/08/2019. Additional information was requested and received: implanted at (B)(6) in (B)(6) 2017. What was the date of implant? Patient is about 6 mos postop, exact date yet unknown. What is the device lot number? Lot# 11335. What is the product code? Lxmc16. It was reported that the patient was having hiccups and was taking 12 ppi¿s per day. Was this what lead to the discovery of the discontinuous device? Yes, patient miserable. When did they begin? Unknown. What was the date of the imaging which showed the discontinuous linx? Unsure of date, early (B)(6). Was the device initially effective in controlling reflux? Unknown. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Unknown. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Unknown. Did the patient have any other surgeries in the area? Unknown. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? No date for removal yet, plans to replace with another linx device. Patient with history of hiatal hernia with previous repair x4. Patient is currently asymptomatic per surgeon.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2019. Per photographic evaluation and medical review of video: the attached x-ray image was reviewed. The device doesn't seem to have the expected annular shape in the x-ray image. There is a separation between two beads that appears to be larger than expected which is consistent with a discontinuous device. Medical review of the video for (B)(4) by ethicon medical safety officer: "I reviewed the videoesophagram which showed images that seem consistent with a discontinuous device. There was loss of the expected annular device and it appeared more ¿c¿ shaped. During the contrast swallow there was no expected opening or separation of the beads consistent again with a discontinuous device." The analysis of a physical device cannot be completed since the device remains implanted as of (B)(6) 2019. In addition, the cause of failure cannot be established based on the image and video. The DHR for lot 11335 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 11335 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 09/25/2019. Date of event: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that six months post implant of an unknown linx device, patient is having hiccups and taking 12 ppi's per day. The device was identified by x-ray and video as a discontinuous linx device. The device remains implanted.